Event description:
During a parital pulmonary section the surgeon found the clips were always blocked in the shaft. The clips did not clamp very tightly and loosened after firing. The case was completed with a like device with no pt consequence.